Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found a failed storage space icon displayed on the screen and confirmed that the customer was unable to recover the storage space; troubleshooting identified a failed insep latch magnet, after which the fse replaced the insep latch, performed a complete preventive maintenance as per the checklist, completed electrical safety testing, and confirmed. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer attempted recovery, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.